Event description:
I was diagnosed with breast cancer early (B)(6) 2012. Firstly some affected lymph nodes under my left arm were surgically removed followed by bilateral mastectomy. Expanders were implanted and after a few months eurosilcone implants were implanted. I only found out recently which product was used and also that it was never approved for use by the FDA and recalled from many countries across the world. I have been suffering with 99% of the known side-effects but no surgeon in (B)(6) believes me. I have been battling with severe bloating which never goes does. Nausea, exhaustion, depression, anxiety, skin rashes, deteriorating eye sight and hair loss amongst others. The worst is the bloating which is painful and uncomfortable. I have applied for explanting via a plastic surgeon but my medical aid has turned the application down twice. I now have to resign myself that his is the level of life quality that I can expect.